Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced high blood glucose over 600 mg/dl. Customer experienced a stomach ache and nausea from their high blood glucose. The customer was treated with a manual injection. The caller stated that the insulin pump did not indicate that insulin was not being delivered. Troubleshooting did not find any issues with the insulin pump. The customer's current blood glucose was 300 mg/dl. The insulin pump will not be returned for analysis.